Event description:
The customer contacted stryker to report that their device did not detect the patient when connected to electrodes. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. The customer received a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the customer's device electrode tray. It was found that the electrode pads were not removed correctly during the event. During testing the electrode, the tray was able to analyze and deliver a shock with no discrepancies. The root cause of the reported issue was likely user error. The red loops on the electrode pads were not pulled as directed by the lifepak cr2 operating instructions, section ¿basic steps for using the lifepak cr2 defibrillator¿.

Event description:
The customer contacted stryker to report that their device did not detect the patient when connected to electrodes. In this state, the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however there was no adverse event reported.